Manufacturer narrative:
This is 3 of 3 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and a loss of communication between the insulin pump and transmitter. Also, the customer reported the change sensor alert. The customer reported a blood glucose value of 37 mg/dl and a sensor glucose value of 98 mg/dl. The customer reported hypoglycemia was treated with assisted/self-treatment of severe glycemic excursion (major severity). The event involved products mmt-1884, mmt-7841zn, and mmt-7040a. Troubleshooting was performed, and the sensor glucose vs. Blood glucose difference was not within the target range. Troubleshooting was not performed for low blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884 and mmt-7040a. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and all the connector pins, unable to continue with functional testing or verify loss communication due to physical damage. In conclusion, the customer complaint of loss of communication anomaly could not be confirmed, due to transmitter damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.